Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se observed that the flow sensor calibration had not been performed prior to the extended self-test (est), which caused the device malfunction. The se calibrated the flow sensor to resolve the issue. No component replacement was required. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that a ventilator&#38112;lower display became erratic. It is unknown if there was patient involvement.